Event description:
Locating lug on block remained in situ upon removal of the block. The pins were removed with a pair of forceps. There was no adverse event, delay or medical intervention as a result.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.